Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the filament could not be seen when the sensor was removed and the sensor got stuck in the inserter. The customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting indicated that customer should check with their doctor regarding sensor. Customer was advised that a replacement sensor would be provided. No further details given.